Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. The device was unable to prime during the prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to the prime/fill anomaly. The motor passed the motor test. The device had a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and then a motor error alarm. The blood glucose at the time of the incident was 233 mg/dl. The customer also reported that the insulin pump had a crack at the reservoir compartment. Troubleshooting was performed. The device was returned for analysis.